Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that after stopping the cardioplegia pump of the sorin s5 system during a procedure, the arterial pump also stopped on its own. The customer used the hand crank and restarted the s5 system twice. After the second restart, the hlm began to work correctly and the case was completed without further issue. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative performed serial readouts of the arterial and cardioplegia pumps and checked the pump configuration with respect to the "stop-link" functionality. No issues were identified and a test run was completed for the s5 system without any deviations. The s5 system was returned to service and no further problems have been reported. The serial readout data was sent to sorin group (B)(4) for further evaluation. No hardware or software errors were logged on the event date. The described error could not be reproduced in the data. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that after stopping the cardioplegia pump of the sorin s5 system during a procedure, the arterial pump also stopped on its own. The customer used the hand crank and restarted the s5 system twice. After the second restart, the hlm began to work correctly and the case was completed without further issue. There was no report of patient injury.